Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise, blurred vision, over/under correction and rotation. Due to refractive surprise, blurred vision, over/under correction and rotation, the lens was repositioned. This did not resolve the problem. On another day the lens was exchanged for a same model and power but longer length lens. The cause of the event was reported as unknown. H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the lens haptic torn. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise, blurred vision, over/under correction and rotation. Due to refractive surprise, blurred vision, over/under correction and rotation, the lens was repositioned. This did not resolve the problem. On another day the lens was exchanged for a longer length lens. Cause of the event reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - health effect clinical code: 2137 - blurred vision refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Manufacturer narrative:
Claim # (B)(4).